Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the customer comment that the ventricular port was damaged, the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the external pulse generator had a damaged ventricular port. The external pulse generator has been returned for repair. No patient complications have been reported as a result of this event.